Manufacturer narrative:
Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit alarm due to motor error alarm. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was 35 to 345 mg/dl. Customer stated that insulin pump was going off randomly and buttons were stuck. Customer declined troubleshooting. The insulin pump will not be returned for analysis.